Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As per update of the adverse event, it was observed on discharge summary that there was non-nodular thickening in the lateral leaflets for which a small thrombus measuring 7x2mm cannot be excluded. The differential diagnosis included pannus.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 29 mm sapien m3 valve, in mitral position by transfemoral approach the same day of the procedure, the patient presented with mild intraprosthetic mitral regurgitation, and it was considered not clinically relevant. The day after the procedure, the patient presented single leaflet mobility reduction. The patient was stable through the procedure. On CT, it was observed a non-nodular thickening in the lateral leaflets for which a small thrombus measuring 7x2mm cannot be excluded. The differential diagnosis includes pannus. Since the patient had a post-procedural esophageal dissection (already declared, related to the tee), post-procedural anticoagulation could not be initiated immediately after the procedure. After being considered at lower risk of bleeding from the esophageal condition, the patient was then initially anticoagulated with i.v. Heparin. The patient presented an important improvement in leaflet mobility, then started, maintained, and discharged on warfarin. The tte showed a persistent improvement in leaflet mobility with anticoagulation, which persisted at discharge; however, no in-hospital follow-up tee was able to be performed due to the esophageal complication. In addition, the pod1 tee showed protrusion in outflow tract with related acceleration with no major obstruction, lvot peak gradient 6 mmhg and on pod4 the lvot peak gradient increased to 19mmhg.